Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information indicates that the device and leads were removed because the patient's body rejected it. There were no additional adverse patient effects reported. The pacemaker was explanted.